Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an 8.8 x 8.5 cm abdominal aortic aneurysm approx 11 weeks ago. It was reported that there was an endoleak seen on f/u CT. The pt is an inoperative candidate with a short, large and angled aortic neck. There was evidence of endovascular leak of contrast outside of the stent graft, which appears to be located along the left arterior lateral aspect along the more proximal stent and extends inferiorly along the left anterior lateral aspect. Additionally, a small branch extends and connects to the mesenteric arteries outside of the aneurysm. This could represent an inferior mesenteric artery branch. The pt was treated on 4 days ago with a palmaz stent. It was not possible to reproduce/visualize the endoleak with angiogram and could not visualize the right renal artery; however, the endograft was visible on CT and it was not fully expanded because of the angulation in the aortic neck. After the palmaz stent was implanted, it was post dilated with another MFR's balloon. There was good outcome and the endoleak resolved. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Requires secondary intervention - eval results: short, large and angled aortic neck, type 2 endoleak. Conclusion: short, large and angled aortic neck, type 2 endoleak.